Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured intracranial internal carotid artery. Aneurysm at posterior communicating artery segment with a max diameter of 6.7 mm and a 4.8 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.9 mm distally and 4.5 mm proximally. It was unknown if the dual antiplatelet treatment (dapt) was administered.. It was reported that a ped2-450-25 was selected for implantation. After adequate flushing, the ped2-450-25 was delivered into the stent catheter. During deployment of the flow-diverting stent, the distal end of the stent failed to open. Even after releasing more of the device, the operator made multiple push-pull attempts, but it still could not be opened. Considering that repeated attempts might have caused intimal injury to the vessel, the stent was withdrawn. On removal, the distal end was found to be frayed and could no longer be used. To ensure patient safety and allow the procedure to proceed smoothly, another lattice device was used instead, and the procedure was completed successfully. The angiographic result post procedures showed a vessel patent, with no significant stenosis. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker xt-27 microcatheter, neuron max sheath.